Event description:
It was reported that when attempting to titrate the patient's vns up to 0.375 ma that the patient's vns presented a warning message stating that the vns setting was too high. The physician lowered the settings back to 0.275 ma and the error resolved. A review of device history records revealed that the generator and lead passed quality control inspection prior to distribution. The physician's tablet data was received and reviewed by the manufacturer. The patient's was later programmed to the output current of 0.375 ma and no warning was observed. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left off a portion of the assessment of the event. Brand name, corrected data: initial report inadvertently listed pulse gen model instead of programming software. Type of device, name, corrected data: initial report inadvertently listed generator" instead of programming software. Model #, corrected data: initial report inadvertently listed 106 instead of model 250. Serial #, corrected data: initial report inadvertently listed (B)(4) instead of ni. Lot #, corrected data: initial report inadvertently listed 204283 instead of na. Expiration date, corrected data: initial report inadvertently listed 10/06/2019 instead of ni. Unique identifier #, corrected data: initial report inadvertently listed (B)(4) instead of (B)(4). If implanted, give date, corrected data: initial report inadvertently listed (B)(6) 2018 instead of na. (B)(4).

Event description:
Review of the data revealed that the event was likely related to a partial programming event. If the partial programming event had changed output current, but the generator did not receive the startstim command before the programming event failed (telling it to start stimulation), a low output current message can be received if the user chooses to not retry the programming event and interrogates again before the off time expires. This is because the software is comparing the new programmed current value to measured delivered peak current and the pulse generator has not yet delivered the new current (which would update peak current to the new programmed current). The physician did not attempt to re-program the device to 0.375 ma until a later date nor was the off time cycle allowed to complete, which would have triggered the startstim command and refreshed the diagpeakcurrent value. The impedance between the date of the event and the later date was only a small decrease and would not account for the device being able to deliver the expected current on the later date.